Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis #(B)(6) :¿ equipment used: vis (m-78210) ¿ as found condition: the solitaire fr revascularization device and rebar-18 catheter were returned for analysis within a shipping box and a plastic pouch. ¿ damage location details: no bends or kinks were found with the solitaire fr pusher or marker coil. The solitaire fr stent¿s tear drop struts were found broken. The broken stent was found stuck within the rebar-18 catheter hub. No damages were found with the rebar-18 catheter hub. No bends or kinks were found with the rebar-18 catheter body. The rebar-18 catheter distal tip was found to be in good condition. ¿ testing/analysis: the broken stent was sent out for sem failure analysis. Per the sem report, one broken strut exhibited evidence of fatigue and overload features. The other broken strut exhibited evidence of mostly overload features with a smaller area that shows possible fatigue features; however, there is also evidence of smeared metal in this area, which obscures distinct features. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿resistance¿ and ¿separation¿ reports were confirmed. As the solitaire fr stent broken struts exhibited evidence of fatigue and overload features it is likely the stent broke as it was advanced/retrieved against resistance. Resistance can be caused by using an incompatible catheter, catheter damage, patient vessel tortuosity, or not maintaining a continuous flush. Information regarding whether a continuous flush was maintained was not reported. The patient¿s vessel tortuosity was ¿moderate¿; therefore, it is unlikely that the patient's vessel tortuosity contributed to the reported resistance. No damages were found with the returned rebar-18 catheter that would have contributed to the reported resistance. The rebar-18 catheter has a labeled inner diameter (ID) of 0.021¿. Per the solitaire fr instructions for use (IFU), ¿solitaire¿ fr revascularization device with the sfr-6-20 and sfr-6-30 reference numbers should be introduced only through a microcatheter with a minimum inside diameter of 0.027 inches.¿ therefore, the rebar-18 catheter was not compatible with the solitaire fr revascularization device. In this event, it is likely that the use of an incompatible catheter contributed to the reported resistance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the solitaire encountered resistance and fell off. The patient was undergoing surgery for treatment of an ischemic stroke located in the m2. The patient's baseline mrs score was 5 and post procedure was 1. The patient's baseline nihss score was 9 and post procedure was 1. The patient's baseline tici score was 3c and post procedure was 2. Intravenous tissue plasminogen activator (tpa) was not contraindicated. There were 5 passes made with the device. It was noted the patient's vessel tortuosity was moderate. Stroke onset to reperfusion time was 60. It was reported that when the solitaire stent entered the microcatheter, the stent naturally fell off. It was reported there was resistance located in the distal section of the catheter during delivery of the stent. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a rebar 18 microcatheter and avigo guidewire.

Manufacturer narrative:
Continuation of d10: product ID 105-5081-153 (lot: unknown). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.